Event description:
The information received from the (B)(4) study indicated that the patient had episodes of sub-sternal chest pain at awakening him from sleep on two separate occasions electrocardiogram has new t wave inversions in the anterolateral leads. During a diagnostic angiography, a 95-99% occlusion in the mid left anterior descending (lad) artery was observed. The vessel had heavy calcification. The lesion was pre-dilated with a 1.5 x 12mm apex balloon at 12 atm, with a 2.5 x 15mm voyager balloon at 12 atm and with a 3.0 x 15mm balloon at 12 atm. A 3.0 x 28 cypher stent is advanced into the lad, but could not advance to the area of subtotal occlusion. The stent was pulled back carefully, but it did not enter the guiding catheter. The entire system is slowly pulled back disengaging from the left main trunk. Both wires were removed from the coronary artery and the anterior system is pulled to the sheath in the right groin. The whisper wire was removed. A 4mm goose neck snare is then advanced into the sheath in the right femoral artery and used to grasp the base of the stent. The stent was still remaining on the bmw wire. The entire system is pulled out of the 6 french sheath intact. The lesion was dilated again with the 3.0 x 15 quantum maverick balloon.

Manufacturer narrative:
A 3.0 x 33 cypher stent is advanced into the proximal left anterior descending artery but could not be advanced further. The stent was removed. A 3.0 x 28 xience stent was implanted in the mid lad at 12 atm. A 3.0 x 12 xience stent was deployed at 12 atm in the proximal to mid lad. The patient tolerated the procedure well and left the cardiac catheterization laboratory in stable condition. Information received from the (B)(4) study indicated that coronary artery stent dislodged and had to be retrieved with a snare after the stent was unable to be advanced to the lesion. The target lesion was the mid left anterior descending artery (lad). The lesion was described as a sub-total occlusion and heavily calcified. The lesion was pre-dilated with a 1.5 x 12mm apex balloon at 12 atm, and with a 2.5 x 15mm voyager balloon at 12 atm followed by a 3.0 x 15mm balloon at 12 atm. A 3.0 x 28 cypher stent was advanced into the lad, but could not advance to the area of subtotal occlusion. The stent was pulled back carefully, but it did not enter the guiding catheter. The entire system was slowly pulled back disengaging from the left main trunk. Both wires were removed from the coronary artery, and the anterior system is pulled to the sheath in the right groin. The whisper wire was removed. A 4mm goose neck snare was then advanced into the sheath in the right femoral artery and used to grasp the base of the stent, the stent was still remaining on the bmw wire, and the entire system was pulled out of the 6 french sheath intact. The lesion was dilated again with the 3.0 x 15 quantum maverick balloon. A 3.0 x 33 cypher stent is advanced into the proximal left anterior descending artery but could not be and so was removed from the patient. The procedure was completed with the implant of a 3.0 x 28 xience stent implanted in the mid lad at 12 atm followed by a 3.0 x 12 xience stent deployed at 12 atm in the proximal to mid lad. The patient tolerated the procedure well and left the cardiac catheterization laboratory in stable condition. The sterile lot number for the device is unknown therefore, a device history report review could not be performed. Stent dislodgment and tracking difficulty are known procedural occurrences associated with implanting coronary artery stents and are impacted by patient's anatomy, operator technique and appropriate device selection. Review of the information provided suggests that vessel/lesion characteristics (heavily calcified and sub-total occlusion) may have contributed to the difficulties encountered by the customer. There is no indication in the information provided that there is a design or manufacturing related issue therefore, no corrective action is required.